Event description:
When de-airing the balloon, they were getting an air leak into the balloon from somewhere ... Found during prep, no patient impact.

Manufacturer narrative:
Method code - device not returned.